Event description:
Caregiver of patient stated that the v-home ventilator shut off all the way while they were out and did not turn back on. Caregiver stated they confirmed the batteries were fully charged. Patient did not experience any harm, and the vent was promptly swapped out.